Event description:
Technical services received a call on 10/05/2011 from sales rep. Patient presented to ER with lightheadedness and dizziness. Atrial undersensing noted, pacing at lower rate of 50ppm; underlying rhythm 2nd degree avb; issue resolved with reprogramming. Ktl the procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).